Event description:
Per the clinic, the patient¿s device was explanted due to improper placement of the electrodes. This was confirmed by CT scan (date not reported). The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.